Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up check post implant procedure. Upon interrogation it was found that the atrial lead was dislodged. The atrial lead failed to sense and capture. The device was reprogrammed. The atrial lead was then repositioned on (B)(6) 2020. The patient was stable.